Event description:
Reporter indicated that while attempting to program the patient's data prior to surgery, an error message "failed byte sequence" appeared and then the handheld screen became frozen. A reset was performed, and when the computer restarted, the screen was "scattered" and had "vertical lines". Another handheld was used to complete the programming.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.